Manufacturer narrative:
(B)(4). This product issue will be updated when evaluation is complete.

Event description:
Boston scientific received information that this system was exhibited an atrial pacing impedance measurement of 280 ohms with the device and 170-190 ohms with the pacing system analyzer (psa). A revision procedure was performed and the system was removed from service and replaced. No adverse patient effects were reported.

Manufacturer narrative:
(B)(4). Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted no anomalies. The device was then exposed to simulated heart load conditions, and the pacing, and sensing functions were tested. Impedance testing was completed and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed.